Manufacturer narrative:
The provider evaluated and repaired the device. The device is working properly. Provider evaluated and repaired.

Event description:
Alleges end user was leaving foot doctor's and backing up in scooter when scooter tipped over.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Alleges end user was leaving foot doctor's and backing up in scooter when scooter tipped over.